Manufacturer narrative:
Eval summary: a review of the log files showed that all treatments were completed to 100% and all laser system functions were within specs on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the MFR's acceptance criteria. The technical investigation shows that the device met the specs. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that approx one month following lasik surgery, the pt presented with light sensitivity in both eyes. The topical steroid drops were increased. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.